Event description:
The pt received multiple transfusions of leukocyte reduced platelets and experienced reactions (including elevated heart rate and respiratory rate, decreased o2 saturation, and rash) whenever a pall filter was used. (Risk management notified 12/14/2000 when blood bank discovered connection between filter and reaction).